Event description:
A ventilator was returned to the manufacturer for evaluation of a circuit disconnection alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center it was discovered that the module (modulo) of inspiration and expiration control stays open by not closing the valve, leaving out of range failure in the tests. The display goes blank intermittently due to a failure in the inverter board incorporated in the display and its corresponding lcd cable. The universal block (bloque) was deteriorated. During the repair the power management board, interface board and exhalation module were replaced to address the issue. Additionally, findings which are optional for repair and do not affect therapy include the glass of the front housing where the display is somewhat scratched, air filter, o2 plate, and universal block port were replaced. The software version 14.02.05 was installed and calibration of oxygen sensors was performed. Following the testing and verification procedure for this equipment, the configuration of the device is restored to the factory. All necessary verifications have been carried out to certify the correct functioning of the equipment.